Manufacturer narrative:
The device, bayonet lock and a 9 13/16" segment of loose catheter were returned to the MFR and have been analyzed as follows: visual and microscopic examination of the device septum revealed holes, angular puncture marks and areas of raised silicone material; however, no internal damage was noted. Deep and minor scratches were seen on the device body and bayonet lock. Discoloration, compression marks and irregularly cut material were seen in two different areas on the loose segment of catheter. The damage found appears to be consistent with "pinch-off sign." A material consistent with blood was noted in the flow path of the catheter. The device was patent with no resistance felt when flushed with 5cc of sterile water. A light brown fluid was collected. The loose segment of catheter was not patent and appeared to be blocked with a material consistent with blood. No leaks were noted with the device and loose segment of catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances and the results of the MFR's analysis of the device, the report that "the catheter tore off from the hub of the device" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage food during the MFR's analysis of the deivce. The MFR is currently investigating possible cause/factors which may have contributed to the increased shear incidence rate for this catalog/lot number. No further details are available at this time. Submitted to the FDA 04/06/1998.

Event description:
Na